Event description:
Healthcare professional reported approx 1.5 months after injection with juvederm ultra xc in the marionette lines, the pt developed a "really bad rash", "pain", and a "possible allergic reaction" at the injection site and around the perioral area. Pt was treated with "hyaluronidase", "prednisone," and "ceftin." Approx three months, later the healthcare professional reported the symptoms look better but the pt still has a little rash.

Manufacturer narrative:
Medwatch sent to FDA on 02/24/2014. The event of a "really bad rash", "pain", and a "possible allergic reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.